Event description:
It was reported that the patient presented to the clinic after hearing an alert due to high pacing impedance on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. The rv lead alert was also turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, implanted: (B)(6) 2007. (B)(4).